Manufacturer narrative:
Further information from the reporter regarding event details have been requested. No additional information is available at this time. The event of hardness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approximately 2.5 months after injection with juvederm ultra plus xc in the oral commissures as well as concomitant injection of juvederm voluma xc in the "apex of the cheeks", the patient noted the injection sites were "getting hard". Upon assessment ten days later, the healthcare professional noted a "very hard lump" at the juvederm voluma xc injection sites and the nasolabial folds. The healthcare professional believes the lumps at the nasolabial folds were related to a juvederm ultra plus injection which occurred at that site approximately two years prior to symptom onset. The patient was treated with vitrase and "steroid injections" at the juvederm voluma xc and juvederm ultra plus xc injection sites. The nasolabial folds, cheeks, and oral commissures were additionally treated with "ultrasound". This is the same event and the same patient reported under MDR ID# 3005113652-2014-00543 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus xc, also a device manufactured by allergan.